Event description:
During an ophthalmic procedure, the phaco function of this unit functioned intermittently. Another foot pedal was connected to the unit and the procedure was completed without incident.